Event description:
Senseonics was made aware of an incident where user reported of receiving sensor check alerts.upon escalation review, a sensor replacement was approved due to system performance.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user received sensor check alert on (B)(6) 2025, 97 days after insertion. A review of the raw sensor data revealed declining signal channel values in 3 out of 4 channels (short end central and distal and long end distal) starting from around (B)(6) 2025, onwards. This was reproduced in the in-house testing of the returned sensor and is indicative of chemical degradation. Instability was also observed in the reference channels. Eventually the short end central and distal and long end distal regions were completely de-weighted and the system was calculating glucose values based on the long end central sensing region only. On the (B)(6) 2025, reference channel instability flags were triggered for the long end central region and as a result the customer received a sensor check alert. The in vivo reference channel instability was not observed in the in-house testing and was potentially due to an issue with the in vivo state of the hydrogel which could not be reproduced in the lab. As part of resolution, a return material authorization was issued for sensor replacement. B4. Date of this report: 12 may 2025. G3. Date received by the manufacturer? 12 may 2025. H3. Device evaluated by manufacturer? Yes. H6. Medical device problem code updated to 3005. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.